Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the mpu turning off when plugged into ac power, was confirmed when the unit was evaluated by depot services. The mpu output was intermittent when the patient cable was manipulated near the power lead connector block. The internal wires in the damaged area were examined. One internal wire in the cable, the positive output wire, had insulation damage and appeared to have electrically shorted to the cable shielding. The mpu was repaired by replacing the patient cable assembly. The unit was functionally tested and returned to the customer. The damage was likely due to mechanical damage to the cable. However, the specific reason for the damage was not determined in this investigation. The mpu assembly was made in feb 2020. The unit was packaged and placed into stock on apr 9, 2020. The unit was sent to the customer on may 22, 2020. The unit had no previous services. Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 instructions for use (IFU). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 IFU. The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.". No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient states the mobile power unit (mpu) was shutting off at night while plugged in. The patient was given a loaner mpu while defective mpu is sent in for repair. It is unknown if the defective mpu had a v-lock connector on the ac power cord. It is unknown if the power cord came loose at the wall/ outlet or the back of the unit. It is unknown if there were any environmental circumstances that would have affected ac power at the time of the event.